Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information during an implant procedure on (B)(6) 2017, the physician experienced placement difficulties during repositioning of this right atrial (ra) lead. The physician commented that it took greater than 30 rotations of the terminal pin to fully extend the helix. The available information suggests that this lead remains in-service. Boston scientific received information from the field clinical representative (fcr) that the ra lead had dislodged from the original location during wound closure. The fcr commented that the helix of the lead had not been tested pre-insertion. However, the helix did deployed appropriately prior to lead dislodgement. The fcr noted that the physician was observed extending the helix at a rate faster than one revolution per second. The ra lead remains in-service following repositioning. The patient did not suffer any adverse events as a result of the extended procedure.